Manufacturer narrative:
This report is submitted on april 03, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 in order for the patient to upgrade to a newer technology. The patient was reimplanted with another cochlear device during the same surgery.